Manufacturer narrative:
File identification: (B)(4). D4: device was manufactured in 2010 and was not subject to UDI requirements. H3: 81 other - no product was returned for evaluation; however, the customer advised that there were no issues were found with the device. The device was stress-tested with no faults. Calibration, power, general, performance, and burn-in checkout testing were performed with no issues found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the breath rate on the device was reading 14-15 (measured using lifepak 15 etco2 monitoring) when set to 22 bpm. Patient desaturated but was switched to another vent as soon as the issue arose. There was no patient harm reported.